Event description:
It was reported the device "malfunctioned" and was replaced. The old device was explanted and exchanged for a new device in the week of (B)(6) 2012. It was reported, the physician thought he could reconnect the lead and implantable neurostimulator (ins), but discovered during surgery that everything had to be explanted. Additional information has been requested, but was not available as of the date of this report.

Event description:
Review of additional information determined this event was reported under manufacturer report # 3004209178-2012-04715; all future follow-up will be conducted under manufacturer report # 3004209178-2012-04715.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead product ID, 37752 lot# serial# (B)(4), implanted: explanted: product type recharger product ID, 37743 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).